Event description:
The surgeon reported that on 5/19/98, the pt was treated for critical ischemia in her right foot and leg. A right femoral-anterior tibial bypass procedure was performed utilizing the biograft. This procedure was preceeded by one using saphenous vein. On 6/2/98, the pt experienced purulent drainage of the distal leg wound with partial disruption of the distal anastomosis. The biograft was removed and the surgeon performed wound debridement and drainage. The pt required a below the knee amputation. This would have been necessary had no intervention been attempted. The pt is recovering well in a rehabilitation center.